Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 35-year-old female patient who had essure (batch no. 654828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst. Concurrent conditions included mass, cyst of bone, frequency urinary, bladder infection, periumbilical pain, endocervicitis, endometrial metaplasia, cervicitis, fever, nausea, vaginal dysbacteriosis, pelvic congestion syndrome and adenomyosis. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 1999 to october 2009 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and bartholin's cyst ("other injury(ies) or complication please describe: left bartholin¿s gland cyst."). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 4 years 5 months after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ abdominal, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dyspareunia, fatigue and bartholin's cyst outcome was unknown. The reporter considered abdominal pain, anxiety, bartholin's cyst, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, jan-2007 . Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2010: interpretation/ result: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacterial vaginosis. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded satisfactory position of the essure devices with tubal occlusion bilaterally. Preliminary radiograph demonstrates bilateral essure devices in place. Conclusion: bilateral essure devices in place and are in good position with evidence of complete bilateral tubal occlusion. Pathology test - on (B)(6) 2014: uterus and bilateral tubes and ovaries, robotic hysterectomy with bilateral salpingo-oophorectomy: benign late proliferative/early secretory endometrium representing approximately mid cycle endometrium; no hyperplasia or atypia. Mild endocervicitis with reactive squamous metaplasia and nabothian cysts formation; no cervical or endocervical epithelial atypia. Small bilateral ovarian follicle cysts with left hemorrhagic corpus luteum, fallopian tubes are unremarkable.. Ultrasound abdomen - on (B)(6) 2010: indication: pain. Normal abdomen ultrasound indication; pelvic pain, overall impression: normal pelvic ultrasound. Essure coils noted in the cornu. Ultrasound pelvis - on (B)(6) 2014: findings: outline of the essure device is seen within the myometrium in the right and left cornual regions. The right ovary contains a complex region probably a residual hemorrhagic physiologic cyst, measuring approximately 1.7 x 1.5 cm the myometrial texture is mildly inhomogeneous. Although this may represent a normal variant this finding has been described in association with adenomyosis. Small, 1.7 cm complex region within the right ovary, most likely a resolving hemorrhagic physiologic cyst. Pelvic sonogram is otherwise within normal limits.; on (B)(6) 2014: there is some fat stranding and minimal free fluid in the pelvis. Patient is status post hysterectomy. While there are some inflammatory changes, no formed collection is identified. Some mild increased colonic thickness in the region is evident. Impression: some inflammation in the pelvis status post hysterectomy, not greater than would be expected. No abscess or formed collection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, dyspareunia, abdomen pain, pelvic pain, bartholin¿s cyst lot number: 654828 manufacture date:2009-07 expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 654828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst. Concurrent conditions included mass, cyst of bone, frequency urinary, bladder infection, periumbilical pain, endocervicitis, endometrial metaplasia, cervicitis, fever, nausea, vaginal dysbacteriosis, pelvic congestion syndrome and adenomyosis. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol; norgestimate (ortho-tri-cyclen 21) since 1999 to (B)(6) 2009 and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), bartholin's cyst ("other injury(ies) or complication please describe: left bartholin¿s gland cyst.") And abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 4 years 5 months after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ abdominal, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dyspareunia, fatigue and bartholin's cyst outcome was unknown. The reporter considered abdominal pain, anxiety, bartholin's cyst, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): cytology on (B)(6) 2010: interpretation/ result: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacterial vaginosis.. Hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded satisfactory position of the essure devices with tubal occlusion bilaterally. Preliminary radiograph demonstrates bilateral essure devices in place. Conclusion: bilateral essure devices in place and are in good position with evidence of complete bilateral tubal occlusion. Pathology test on (B)(6) 2014: uterus and bilateral tubes and ovaries, robotic hysterectomy with bilateral salpingo-oophorectomy: benign late proliferative/early secretory endometrium representing approximately mid cycle endometrium; no hyperplasia or atypia. Mild endocervicitis with reactive squamous metaplasia and nabothian cysts formation; no cervical or¿ endocervical epithelial atypia. Small bilateral ovarian follicle cysts with left hemorrhagic corpus luteum, fallopian tubes are unremarkable. Ultrasound abdomen on (B)(6) 2010: indication: pain. Normal abdomen ultrasound indication; pelvic pain, overall impression: normal pelvic ultrasound. Essure coils noted in the cornu. Ultrasound pelvis on (B)(6) 2014: findings: outline of the essure device is seen within the myometrium in the right and left cornual regions. The right ovary contains a complex region probably a residual hemorrhagic physiologic cyst, measuring approximately 1.7 x 1.5 cm the myometrial texture is mildly inhomogeneous. Although this may represent a normal variant this finding has been described in association with adenomyosis. Small, 1.7 cm complex region within the right ovary, most likely a resolving hemorrhagic physiologic cyst. Pelvic sonogram is otherwise within normal limits.; on (B)(6) 2014: there is some fat stranding and minimal free fluid in the pelvis. Patient is status post hysterectomy. While there are some inflammatory changes, no formed collection is identified. Some mild increased colonic thickness in the region is evident. Impression: some inflammation in the pelvis status post hysterectomy, not greater than would be expected. No abscess or formed collection.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, dyspareunia, abdomen pain, pelvic pain, bartholin¿s cyst . Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression, anxiety and mental anguish, dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication please describe: left bartholin¿s gland cyst, abdominal pain were added. Removal details added. Outcome for pain added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Historical condition and lab data added. Product code changed from essure 205 to essure 305 according to the date of insertion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 654828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst. Concurrent conditions included mass, cyst of bone, frequency urinary, bladder infection, periumbilical pain, endocervicitis, endometrial metaplasia, cervicitis, fever, nausea, vaginal dysbacteriosis, pelvic congestion syndrome and adenomyosis. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 1999 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and bartholin's cyst ("other injury(ies) or complication please describe: left bartholin¿s gland cyst."). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy : other"), vaginal infection ("vag. Infect"), allergy to metals ("allergy : nickel allergy,"), rash ("allergy : rashes") and skin disorder ("allergy : skin conditions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ abdominal, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, hypersensitivity, vaginal infection, allergy to metals, rash and skin disorder had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dyspareunia, fatigue, bartholin's cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bartholin's cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009,(B)(6) 2007. Received treatment for pain, bleeding, bladder/urinary prob : yes diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2010: interpretation/ result: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacterial vaginosis.. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded satisfactory position of the essure devices with tubal occlusion bilaterally. Preliminary radiograph demonstrates bilateral essure devices in place. Conclusion: bilateral essure devices in place and are in good position with evidence of complete bilateral tubal occlusion. Pathology test - on (B)(6) 2014: uterus and bilateral tubes and ovaries, robotic hysterectomy with bilateral salpingo-oophorectomy: benign late proliferative/early secretory endometrium representing approximately mid cycle endometrium; no hyperplasia or atypia. Mild endocervicitis with reactive squamous metaplasia and nabothian cysts formation; no cervical or¿ endocervical epithelial atypia. Small bilateral ovarian follicle cysts with left hemorrhagic corpus luteum, fallopian tubes are unremarkable.. Ultrasound abdomen - on (B)(6) 2010: indication: pain. Normal abdomen ultrasound indication; pelvic pain, overall impression: normal pelvic ultrasound. Essure coils noted in the cornu.. Ultrasound pelvis - on (B)(6) 2014: findings: outline of the essure device is seen within the myometrium in the right and left cornual regions. The right ovary contains a complex region probably a residual hemorrhagic physiologic cyst, measuring approximately 1.7 x 1.5 cm the myometrial texture is mildly inhomogeneous. Although this may represent a normal variant this finding has been described in association with adenomyosis. Small, 1.7 cm complex region within the right ovary, most likely a resolving hemorrhagic physiologic cyst. Pelvic sonogram is otherwise within normal limits.; on (B)(6) 2014: there is some fat stranding and minimal free fluid in the pelvis. Patient is status post hysterectomy. While there are some inflammatory changes, no formed collection is identified. Some mild increased colonic thickness in the region is evident. Impression: some inflammation in the pelvis status post hysterectomy, not greater than would be expected. No abscess or formed collection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, dyspareunia, abdomen pain, pelvic pain, bartholin¿s cyst lot number: 654828 , manufacture date:2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : dysmenorrhea (cramping), general abnormal bleeding, allergy : other, vag. Infect added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.